Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported a bottom tooth is not shifting up to stay in line with their other teeth. This is the second time this has happened. #25 has intruded, recommended 14 day rest period for the lower teeth.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.